Manufacturer narrative:
Introducer leak.

Manufacturer narrative:
Evaluation results: the introducer used with the endoplege catheter was returned and evaluated by engineering in edwards utah. The introducer is manufactured in edwards (B)(4) and sent to (B)(4) to be kitted with the ep. Accellent verified that lot numbers 58837758 or 58845572 listed introducer lot numbers may have been used with the ep lot. DHR reviews performed on the introducer lots indicated that there were no non conformances associated with the 58845572. Lot 58837758 had one non conformance however the discrepancy reported in this nonconformance did not cause the reported event. A device history record review was completed for endoplege lot 763115 and this the device met all specifications upon distribution. Visual inspection of the introducer showed a visible kink in the shaft at the sheath hub. The cap of the introducer was removed to examine the stainless steel rings and the silicone valve. The stainless steel rings and the valve were in the correct orientation and there was no sign of damage on the rings under 30x - 45x magnification. The valve showed that the slit was not centered and there was a tear at the end of the slit. All the introducers are 100% leak tested on the manufacturing floor. During one of the leak tests, the dilator is placed in the introducer. It was confirmed that if the valve was not present the part would fail leak. A product risk assessment (B)(4) and corrective action # (B)(4) were initiated to determine and address the root cause. A field correction action has been initiated as a result of the product risk assessment for valve dislodgements. Each customer experience report is thoroughly reviewed to ensure appropriate risk control measures are in-place. (B)(4) has been initiated to determine and address the root cause.

Event description:
It was reported that the customer removed the endoplege catheter and the introducer sheath was leaking at the hub and it continued to leak with slick in. The patient lost approx 20cc of blood. The customer had to put a cap on it to stop it from leaking. Anesthesiologist was dr (B)(6). The surgeon was dr (B)(6).